Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient followed up with his primary care physician who prescribed cortisone cream. The patient confirmed that the cortisone cream helped the skin irritation to heal.